Manufacturer narrative:
D10: concomitant devices: (B)(6); 164-01-09 - element-stem, collarless w/ha, std offset, sz 9. (B)(6); 186-01-52 - integrip cc, cluster 52mm, g2. (B)(6); 170-36-93 - biolox delta femoral head 36mm od, -3.5mm. The device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 92 months after a right total hip replacement procedure, the patient has experienced prosthesis wear, osteolysis, eccentric wear. No further issues or complications were reported.

Manufacturer narrative:
Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear and/or osteolysis as specified in the hhe: implanted with a lateralized liner and combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the reported prosthesis wear is a combination of the risk factors specified in the hhe. However, this cannot be confirmed as the devices were not available for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
H6: corrected health effect clinical code.